Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The power supply for the system was discovered to be at 4.8vdc. The power supply was adjusted to 5.2vdc. The system was tested and operated as intended.

Event description:
The customer reports the 9800 system will not fluoro. No pt injury reported.